Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The device switched to ambient mode, the event is therefore preventively reportable. This record has been assessed as reportable in all regions at this time. Based on the information available, this issue did not cause or contribute to a death or serious injury, and it is unlikely to result in a death or serious injury, illness, deterioration of state of health or harm should it recur. The root cause for the device failure at the reported date of event was attributed to an unknown hardware component failure which was up to now not further investigated. The device was temporarily taken out of service by the hospital since the reported date of event until further service and repair. As there was no other similar case for a hamilton-c3 device on record, a CAPA will not need to be initiated. Nevertheless, the failures of devices in the market are monitored constantly and if the failure rate was to increase a CAPA will be considered. Update on 23.02.24: adjusted conclusion and description.

Event description:
The following was reported to hamilton medical ag: the customer complains about the behaviour of the ventilator: the ventilator switched off itself without any alarm sound and to start the ventilation was impossible. Once the unit restarted it switched off again itself. Note: the last maintenance performed by us (authorized service center by hamilton for italy) has been done on may 2021. Actually the unit is not under any contract with us (authorized service center by hamilton for italy) but is managed by the global service company witch probably is responsible for resetting the service timer on end of january 2023 (as seen in the device log file).

Event description:
The following was reported to hamilton medical ag: summary: the customer complain about the behavior of the ventilator: the ventilator switch off itself without any alarm sound and start the ventilation was impossible. Once the unit restarted it switched off again itself. Note: the last maintenance perfomed by us is on may 2021. Actually the unit is not under any contract with us but is managed by the global service company witch probably is responsable for resetting the service timer (as seen in the log file) end of gennuary 2023.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The device switched to ambient mode, the event is therefore preventively reportable. This record has been assessed as reportable in all regions at this time. Based on the information available, this issue did not cause or contribute to a death or serious injury and it is unlikely to result in a death or serious injury, illness, deterioration of state of health or harm should it recur. The root cause for the device failure at the reported date of event was attributed to an unknown hardware component failure which cannot be further identified because the certified service partner had no access to the device in order to perform an investigation. There was no possibility to perform a correction or to analyse and resolve the technical issues. The hospital confirmed on (B)(6) 2024 that the device was permanently taken out of service by the hospital since the reported date of event. As there was no other similar case for a hamilton-c3 device on record, a CAPA will not need to be initiated. Nevertheless, the failures of devices in the market are monitored constantly and if the failure rate was to increase a CAPA will be considered.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see cer (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: the customer complain about the behavior of the ventilator: the ventilator switch off itself without any alarm sound and start the ventilation was impossible. Once the unit restarted it switched off again itself. Note: the last maintenance perfomed by us is on (B)(6) 2021. Actually the unit is not under any contract with us but is managed by the global service company witch probably is responsable for resetting the service timer (as seen in the log file) end of (B)(6) 2023.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The hamilton-c3 (B)(6) is out of intended use. The reason is that the last preventive maintenance according to the manufacturers requirements, which says that the preventive maintenance must be carried out every year by a hamilton medical certified technician, has been carried out on 08.05.2021 the logs show a reset of the internal service timer on 31.01.2023 but neither the calibration or the testing of the device according to the manufacturers requirements has been done at that day. On 16.06.2023 the not properly maintained device showed some technical failures which requires repair of the device to be carried out by a hamilton medical certified technician. As long as hamilton-c3 (B)(6) is not repaired and maintained in accordance to the requirements by the manufacturer, it must be taken out of service. Hamilton medical ag complaint number: (B)(4). Follow-up 4 - corrected information: UDI related data quality updates only. Field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: the customer complains about the behaviour of the ventilator: the ventilator switched off itself without any alarm sound and to start the ventilation was impossible. Once the unit restarted it switched off again itself. Note: the last maintenance performed by us (authorized service center by hamilton for italy) has been done on may 2021. Actually the unit is not under any contract with us (authorized service center by hamilton for italy) but is managed by the global service company witch probably is responsible for resetting the service timer on end of january2023 (as seen in the device log file).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The hamilton-c3 (B)(6) is out of intended use. The reason is that the last preventive maintenance according to the manufacturers requirements, which says that the preventive maintenance must be carried out every year by a hamilton medical certified technician, has been carried out on 08.05.2021 the logs show a reset of the internal service timer on 31.01.2023 but neither the calibration or the testing of the device according to the manufacturers requirements has been done at that day. On 16.06.2023 the not properly maintained device showed some technical failures which requires repair of the device to be carried out by a hamilton medical certified technician. As long as hamilton-c3 (B)(6) is not repaired and maintained in accordance to the requirements by the manufacturer, it must be taken out of service.

Event description:
The following was reported to hamilton medical ag: the customer complains about the behaviour of the ventilator: the ventilator switched off itself without any alarm sound and to start the ventilation was impossible. Once the unit restarted it switched off again itself. Note: the last maintenance performed by us (authorized service center by hamilton for italy) has been done on may 2021. Actually the unit is not under any contract with us (authorized service center by hamilton for italy) but is managed by the global service company which probably is responsible for resetting the service timer on end of january2023 (as seen in the device log file).